Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "(B)(6) 2021 1:52:11 pm system fault 46,228 occurred 0 0 0 4." The customer's reported problem was confirmed during the ehl review. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The microprocessor unit board was replaced to address the product complaint.

Event description:
It was reported that the cadd solis vip pump produced error code 46228. No patient injury or complications were reported in relation to this event.